Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the lips with .55cc of juvéderm volbella® xc and in the cheeks with two syringes of juvéderm voluma® xc. Approximately two and a half months later, the patient ¿noticed lower lip swelling mostly on right side, slight on left. No pain or fever. Cheeks also slightly swollen.¿ the patient mentioned it to the hcp almost one week post symptoms onset. The patient told the hcp that they had a dental cleaning 2 weeks prior to onset of swelling. Upon the exam, 3 nodules were noted on lower right lip and one on lower left. Nonpalpable in cheeks. The hcp advised they may need an rx, but the patient preferred to see if this goes away without rx. The hcp then told the patient to take ibuprofen for inflammation along with benadryl at night or zyrtec during the day and to call if it worsens. Two days later, the patient told the hcp that ¿lips and cheeks were more swollen.¿ the hcp called in prednisone and doxycycline, however, when they checked on the patient the next day, they said they had opted to take a zyrtec rather than pick up the rx that was called in. The patient thinks it¿s allergies as zyrtec seemed to help. The hcp told the patient they don¿t think it¿s allergies, and that they should pick up the rx. The patient does not want the filler to be dissolved. The patient opted to wait and see, as she does not like taking a steroid since their family has a history of reactions to this type of medication. Two days later, the hcp checked on the patient and they were ¿more swollen than ever, yet has only taken zyrtec once, not daily. They still refused prednisone. The patient went to see the hcp to examine them and was determined that they are ¿having a delayed onset inflammatory response and encouraged them to start the rx. Since the patient is opting out the hcp recommended ice, benadryl zyrtec during the day with pepcid. The patient agreed to this. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6). This emdr is being submitted for the suspect product, juvéderm voluma® xc.